Manufacturer narrative:
(B)(4). Brand name: the reported product is an unknown baxter transfer set. The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis with peritoneal dialysis(pd) therapy. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. Treatment for the event was unknown. It was unknown if the patient recovered from the peritonitis event. The action taken with dianeal and extraneal therapies were unknown. Additional information was requested, but is not available. This is report 1 of 4 involved in this peritonitis event.